Manufacturer narrative:
The user facility did not provide any further information regarding the alleged injury. Additionally, the devices subject of the event were not available for evaluation. Without the return and evaluation of the devices, the cause of the reported event cannot be determined. The user facility was unable to provide the lot number(s) for the devices; therefore, a review of the device history record(s) could not be performed. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.

Event description:
The user facility reported that their rapicide pa high level disinfectant bottles are leaking. User facility personnel reported an injury; however, no additional information has been provided at this time.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification: the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.